Manufacturer narrative:
The reported event was inconclusive since no sample was returned for evaluation. A potential root cause identified was "user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found to be adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use" the device was not returned.

Event description:
It was reported that the foley catheters' balloon leaked.

Manufacturer narrative:
The reported event was inconclusive since no sample was returned for evaluation. A potential root cause identified was "user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found to be adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheters' balloon leaked.